Manufacturer narrative:
(B)(4). Date sent: 06/24/2021, d4: batch # u5ey7z, h6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with a tr45w reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event could not be confirmed as the device performed without any difficulties noted during the functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during an unknown procedure, the ats45 one formed staples on one side of the cut line during an unknown procedure. Device and reload were saved for inspection. There were no patient consequences reported.